Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the erc tubing clamp. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate. The service representative was not able to confirm the reported issue. However the customer requested a replacement as the reported issue could be intermitted. Therefore a replacement was provided and further subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp displayed an error message and displayed an visual alarm during procedure. The customer reported that he was able to clear the alarm with re-seating the erc. There was no report of patient injury.

Manufacturer narrative:
The replaced device was returned to livanova USA for further investigation. During evaluation, the reported failure could not be reproduced. The device worked according the specification. As the issue could not be reproduced, a root cause was not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.